Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked; further described as "small leakage in the line". This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted a damaged tubing. Functional testing including clear passage testing was performed with no issues noted. Leak testing failed due to a leak observed from the damage tubing. The reported condition was verified. The cause of the condition was related to manufacturing during the automation assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.